Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
Patient underwent revision surgery due to debonding of femoral component after velys surgery; aseptic loosening.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d4 (lot #, catalog, primary UDI #, expiration date), d10 concomitant, g4 (PMA), h4. Corrected: d1, d2a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: kindly specify the adverse event on the patient? Loosening of the femur implant. Can you perhaps tell me what is the significance of velys in the event description and why this is being specified? There is no special significance of velys, the only thing was, that all the patients with a femoral debonding were velys cases. We did not experience (or was not reported) this debonding situations in conventional cases. But there is no proof that velys is causally related to femoral debonding.